Event description:
PICC insertion completed without difficulty advancing catheter. Excellent blood return. Flushed with ns and heparin 100 u/cc, 2.5 cc. Unable to remove guide wire. Stat portable cxr done to check for coil in line or other reason for stuck guide wire. X-ray revealed no kinks or coiling in catheter. Catheter was removed. Guide wire problem was not resolved nor could guide wire be removed from catheter even after removal from pt.